Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection at the implant site, and erosion was noted. The patient was admitted, and labs were drawn. The implantable cardioverter defibrillator (ICD) system remains in use. No further patient complications have been reported as a result of this event.